Event description:
A caller reported receiving a minimum fill notification, which caused the customer's blood glucose level to become elevated, reaching a level of 473 mg/dl. To address this, the customer administered a correction injection via multiple daily injections (mdi), without requiring assistance from a third party. The customer's initial attempt to resolve the issue by reloading the same cartridge was unsuccessful. Technical support advised cleaning the pump's pneumatic tap area, and after these steps, the issue was resolved when the caller successfully loaded a new cartridge onto the pump, allowing insulin delivery to resume.